Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. However, factors that can contribute to a separation on the device include, but are not limited to, preparation technique, patient anatomical morphology, patient disease state and/or device interactions. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, an unknown guide wire separated while inside the patient. It is unknown how the separated portion of the guide wire was removed. No additional information was provided.